Event description:
Patient reported left side very large lump, rippling, a possible rupture, and pain. Healthcare professional reported left side rupture, rippling is the result of rupture, lump is "insignificant", and swelling. Patient later reported capsular contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 04/18/2016. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture, lump/nodule, and edema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade unknown.

Event description:
Patient reported left side very large lump, rippling, a possible rupture, and pain. Healthcare professional reported left side rupture, rippling is the result of rupture, lump is "insignificant", and swelling. Patient later reported capsular contracture baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken striated on posterior side assessed as surgical damage. And missing piece of shell assessed as inconclusive. Lump/nodule: unable to confirm as it is a medical event not related to the device. Edema: unable to confirm as it is a medical event not related to the device. Capsular contracture: unable to confirm as it is a medical event not related to the device. Pain: unable to confirm as it is a medical event not related to the device. Wrinkling: not observed.. No further actions are required as the device was implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6 a review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: -rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. - lump/nodule: unable to confirm as it is a medical event not related to the device. -capsular contracture: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Capsular contracture, baker grade IV. Device has been explanted and replaced.